Manufacturer narrative:
The insulin pump alarmed intermittently during our testing failed battery test due to corroded battery tube. However, the insulin pump passed the displacement accuracy test. All operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump was received with minor cracked case at the display window corners, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose had run as high as 790 mg/dl and they were unable to bring it down until the customer was treated with an insulin pen and with intravenous fluids at the hospital. The blood glucose reading at the time of the call was 400 mg/dl. The customer had been off from the insulin pump for about twelve hours prior to the event. The customer's mother declined troubleshooting and requested a new insulin pump. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.